Event description:
Information was received that a smiths medical level 1 trauma fast flow systems h-1200 has check disposable alarm. It was reported that when pushing in on the gas vent filter it will clear but will clear intermittently. No adverse effects reported.

Manufacturer narrative:
Correction: initial reporter "information" (name and email address) was corrected. Additional information: b5 updated with additional information.

Event description:
Information was received that a smiths medical level 1 trauma fast flow systems h-1200 has check disposable alarm. It was reported that when pushing in on the gas vent filter it will clear but will clear intermittently. No adverse effects reported. It was further reported that the product problem (check disposable alarm) was observed during testing. The device problem did not contribute to any patient or clinician injury.